Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a type b dissection occurred. It was noted that the aortic root angle was 79°, which led to the use of a non-medtronic left ventricular (lv) wire; however, the commissural alignment appeared off, so the system was brought back to the descending aorta. It was unknown when the dissection occurred, but the transcatheter aortic valve replacement (tavr) procedure was successfully completed. Following the tavr, the patient was followed up for a slight fever.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012506051); product type: 0195-heart valves; implant date: na ; explant date: na product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, a type b aortic dissection occurred. It was noted that the aortic root angle was 79°, which led to the use of a non-medtronic left ventricular (lv) wire; however, the commissural alignment appeared off, so the system was brought back to the descending aorta. It was unknown when the dissection occurred, but the transcatheter aortic valve replacement (tavr) procedure was successfully completed. Following the tavr, the patient was followed up for a slight fever. Additional information was received indicating that the right femoral artery was used for access during the procedure. The type b dissection was located at the descending aorta. Of note, 6 days following the procedure, the patient was hospitalized due to an unspecified cardiovascular event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: section d information references the main component of the system. Other relevant device(s) are: evfxplus-26, serial: (B)(6) use by date 2026-11-18, and UDI number (B)(4). H6 - to included system reported device. H8 - updated from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.